Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/19/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump was getting too hot. This occurred during a case and not pumping the water properly. There were no adverse effects on the patient. The case continued after switching the pump mid-case.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.